Event description:
It was reported that and MRI or other imaging was done and the surgeon believed there was a granuloma at the tip of the catheter; however, this was not determined. The patient was in catheter revision on the day of the report. The reporter stated that during revision, after attempting for "quite some time", they were unable to gain intrathecal access. The reporter stated that the physician tied off the catheter and removed about 23cm of the spinal portion of the spinal catheter but 7cm of the tip was not recovered. The physician wanted to program the pump in stopped pump mode. It was reported that the patient experienced symptoms of increased pain prior to the revision. The medication used in the pump was morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received had diagnosed and confirmed granuloma at the tip of spinal catheter at l5 via magnetic resonance imaging (MRI). The date of diagnosis was (B)(6) 2012 and it was noted that peri-operative antibiotics was administered at implant and catheter was removed. It was indicated prior to diagnosis that there was a recent escalation of intraspinal medication dose and other pertinent symptoms; including that the patient had extensive work-up to rule out cerebral vascular accident (cva) and all brain scans were negative for stroke. Culture was not obtained. The patient's status at present was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8731, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type catheter, product ID 8578, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type accessory. (B)(4). Recall: device/drug interaction - the company updated the labeling for the devices to include current patient management and treatment recommendations. The company received reports of inflammatory mass formations at or near the distal tip of intrathecal catheters which infuse opioids, baclofen, or chemotherapy drugs into patients. On (B)(6) 2008, medtronic sent a letter to doctors who implant these devices.